Event description:
Upon sheath removal in right femoral, while retracting the sheath the sheath broke into pieces leaving part of the sheath in the common iliac and femoral artery. Attempts to remove the sheath was unsuccessful and patient required surgery.